Manufacturer narrative:
According to the log file analysis a gas mixer fail could be confirmed. In the following two warmstarts of the gas mixer have been performed without resolving the issue. In consequence the gas mixer forced safety mode and the corresponding gas mixer fail alarm was given. The service technician identified a faulty mix gas valve (vmgs) which led to an incorrect mix gas flow. Manual and automatic ventilation remained possible. In case of a gas mixer failure, the fresh gas flow delivery via the electronic gas mixer is stopped. User is advised to set an adequate o2 safety flow and check vaporizer settings. The current ventilation mode remains active and available. Monitoring functions remain unaffected, thus the user is continuously informed about ventilation performance and patient gas measurement.

Event description:
It was reported that the equipment presented a failure in the gas mixture and shutdown occured unexpected during the surgery. No patient injury reported.

Event description:
It was reported that the equipment presented a failure in the gas mixture and shutdown occured unexpected during the surgery. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.